Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the battery not charging issue was not confirmed; it was reported that the pump touch screen was unresponsive. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. D9, h6 (remove: 2892). D9, h6 (remove: 2892).